Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . - device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets bent cannula events on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was the left arm. The blood glucose level was high, and the patient was treated with a correction bolus via multiple daily injection (mdi). The patient replaced the infusion sets and resumed insulin successfully. No further information available.